Manufacturer narrative:
(B)(4).

Event description:
It was reports that an 840 ventilator is not delivering breathe to the patient. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.